Manufacturer narrative:
No appropriate result or conclusion code determined. The device history record review for the lot #ef038810 meets the manufacturers specifications. Two (2) units were returned and only one was non-functional. The failure mode was that torque applied to the device while the suture passer was inserted through the fascial tissue. This caused the suture passer point to dig into the plastic at the edge of the designed insertion window where it passes through the silicone catch. If continued pushing of the suture passer occurred ultimately the driver fractured behind the wings causing the device not to open correctly. All the pieces remained with the device as designed in the case of this type of failure. The manufacturer will continue to monitor and trend related complaints.

Event description:
The alleged event: it was reported that the device was sticking; the wings would not deploy. The patient's condition is reported as fine.